Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was not able to replicate the drifting issue reported by the customer. The fse informed the customer of how unleveled floors can cause arm drift during breakaway clutch. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A potential root cause for this failure can be attributed to uneven angled floor were the system cart was placed. This issue can be resolved by repositioning and/or rotating the affected system cart onto a leveled floor and holding the arm still to allow for breaks to activate.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 2 drifted and would not lock into place. The intuitive tech support engineer (tse) reviewed the system logs and found no related errors. The procedure was completed with no reports of patient injury.